Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg) the patient experiences acute pulmonary embolism. The physician required the reprogramming of the ipg into the vvi mode, during the cardiopulmonary resuscitation in the coronary care unit. The patient subsequently died. The cause of death was determined as acute pulmonary embolism.